Manufacturer narrative:
The computer (part# 1jdby12r) was returned to tosoh instrument service center for investigation. Functional testing confirmed the reported issue was due to failure of the computer as the computer would not restart up properly.

Manufacturer narrative:
A field service engineer (fse) called the customer to address the reported event. The fse had the customer clean the bf overflow sensor with alcohol and dry it with canned air. The customer performed several wash primes, ran quality controls (qc), and ran several racks of patient samples with no errors or issues. No further action required by field service. The aia-2000 instrument is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 09apr2018 through aware date 09may2019. There were no other similar complaints identified during the review period. The aia-2000 operator's manual under appendix 4: error messages states the following: 3005 - leak sensor detected leakage. Cause: the level sensor under bf unit detected leakage. Measurement is suspended. Solution: contact tosoh service center or local representatives. The probable cause of the reported event was due to a dirty bf overflow sensor.

Event description:
A customer reported getting error message 3005 leak sensor detected leakage on the aia-2000 instrument. Prior to calling technical support (ts), the customer opened the side of the instrument and no leaks or liquid were observed. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of luteinizing hormone (lh ii), follicle stimulating hormone (fsh), prolactin (prl) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.